Event description:
Voluntary medwatch report was received from the reporting facility. The rate of infusion for nitroglycerine was reportedly 75 ml/hr at the time of the incident. This differs from earlier verbal report received from the reporting facility.